Manufacturer narrative:
E1. Initial reporter address 1: (B) (6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 48 mm synergy xd was advanced with difficulty and deployed successfully. A proximal edge dissection was observed in the proximal rca via fluoroscopy. A 4.00 x 32 mm synergy megatron des was deployed to cover the proximal edge dissection. The procedure was completed and no further patient complications were reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Media review: angiographic media was provided and reviewed. The image shows contrast in the vessel that does not reach the proximal edge of a long stent in the distal vessel. A national heart, lung, and blood institute (nhlbi) type f dissection was presumed.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 48 mm synergy xd was advanced with difficulty and deployed successfully. A proximal edge dissection was observed in the proximal rca via fluoroscopy. A 4.00 x 32 mm synergy megatron des was deployed to cover the proximal edge dissection. The procedure was completed and no further patient complications were reported.